Event description:
Customer reported that the 10dct diameter was noticeably larger. The pt could not accept the 10dct, and was recannulated with a replacement tube.

Manufacturer narrative:
The caller indicated that the sample associated to this report is expected to be returned to the manufacturing site for analysis.